Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the neuro tip was damaged on the craniotome device. It was further determined that the crani bracket was damaged and the tool could not be used on the ball bearing. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion and temperature. It was noted in the service order that it was impossible to insert the burr device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed which found the cutter device could not be inserted due to worn out bearings. It was determined that the neuro-tip leg and the neuro-tip foot were both drilled into. It was determined that the drilled neuro-tip leg was due to excessive lateral force placed on the device causing the drill to flex and come into contact with the neuro-tip leg caused by user error. It was determined that the cause of the drilled neuro-tip foot was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. It was determined that at that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro tip. It was determined that the device failure (neuro-tip leg had been drilled into and the neuro-tip foot was drilled into) was caused by user error. It was further determined that the device failure associated with (cutter could not be inserted due to worn out bearings) was caused by normal wear out from use. The assignable root causes were determined to be due user error and wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 12/18/2017 in the initial report. The date returned to manufacturer was corrected to 12/1/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.